Manufacturer narrative:
The technician found the ground screw on the base frame was loose. He tightened the ground screw to repair the bed.

Event description:
Information received indicates the technician found the bed has a high ground resistance reading when tested.